Event description:
It was reported the ECG cable was worn/broken causing no trace on the display. There was no patient involvement. A philips field service engineer evaluated the device. Visual inspection confirmed the ECG cable was worn/broken. The cable was visibly worn. Results of functional testing indicate the ECG cable is worn/broken causing no trace on the display. The ECG cable was replaced. The repairs were completed and the device was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was a worn out ECG cable. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.